Event description:
Had hip replacement surgery on (B)(6) 2023. Home health nurse removed aquacel dressing on (B)(6). Incision was then covered with a surgical pad/paper tape per medical team instructions. When showering the wound/pad was covered with plastic wrap to prevent any moisture from penetrating dressing/incision. After followup w/surgeon's office on (B)(6), was advised that covering the incision was no longer necessary and I could bathe normally (and allow incision to get wet). Within 3 hours of my first 'uncovered' shower on (B)(6) 2023, the entire area where the aquacel dressing had been became red, inflamed, and extremely itchy. I contacted the surgeon's office that afternoon and was advised to use over the counter hydrocortisone cream on the affected area. Itching has subsided as of today ((B)(6) 2023) but there is still a pronounced area of redness/mild swelling that is in a perfect outline of where the aquacel dressing was applied post-surgery.